Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor threshold suspend issue. Customer's blood glucose was above 40 mg/dl. No troubleshooting was done on the insulin pump. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Correction to initial notes: the blood glucose reading was above 50 mg/dl. The customer was just commenting the the sensor glucose reading was below 40 mg/dl, but the blood glucose was well above that.